Event description:
Distributor reported that a homecare pt was receiving an infusion of flolan. According to reporter, the pt required hospitalization due to oxygen desaturation. According to the reporter, the cassette and tubing had not been primed and air was found present in the product. No permanent adverse effects reported.

Manufacturer narrative:
Device has been returned for eval but the eval is not complete at this time. When the eval is complete, the MFR will file a f/u report detailing the results of the eval.